Event description:
It was reported that the patient with this pacemaker experienced heart fluttering due to pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) provided reprogramming options as troubleshooting. As of this time, this device remains in service. No adverse patient effects were reported.